Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that a rv lead revision was performed in (B)(6). By explanting the lead it was confirmed that the lead pin was not fixed correctly into the header. After repositioning the rv lead, impedance measurements were within normal range.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high shocking impedance values of greater than 125 ohms. It was suspected the distal pin was not properly connecticut in the device. Boston scientific technical services (bsc ts) discussed that the information provided shows a stable rv pace lead impedance of 460 ohms, and an out of range shock impedance. Bsc ts suggested to verify the integrity of the lead by performing a commanded shock. If the shock impedances are still greater than 125 ohms then further investigation should be performed. Bsc ts also suggested the patient perform arm exercises to check lead/device connections. During these exercises, the physician should evaluate the real-time electrogram for noise on rv and/or shock channels. If noise, other than myopotentials, are present, a lead and/or connection issue might be suspected. Subsequently, additional information was received that a follow-up procedure was performed, and it was noted there was a problem with the connection of the df-1 connector in the header. It was suspected this rv lead was not inserted deep enough into the header. The german hospital, where the implant procedure took place, has been contacted to discuss this issue. There were no adverse patient effects reported

Manufacturer narrative:
---